Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. Surgical intervention was undertaken wherein the leads was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101291. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.